Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "4nesc pyxis aux half height drawer 3.2 not working. Showing not "detected on bus" making the whole drawer unusable" was confirmed during field service engineer testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse verified the storage space configuration in pyxis and noted that auxiliary drawers 3.1 and 3.2 were not listed. The station was powered off, and the insep, position sensor, and retractor band were replaced. After rebooting the unit, hta testing was performed successfully with no errors observed. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent strands with associated thermal damage observed during visual inspection. P/n 151630-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. No anomalies were found during visual inspection. During dchu testing p/n 353844-01: no dchu testing was required due to the observed damage in the copper strands due to thermal damage. P/n 151630-01: passed the dmm and hta testing without anomalies or intermittent behavior detected. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "4nesc pyxis aux half height drawer 3.2 not working. Showing not "detected on bus" making the whole drawer unusable" was due to cross continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the half height drawer 3.2 not detected on bus, which located on 4nesc. As per part investigation, it was determined that cross continuity between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.